Event description:
On (B)(6) 2012, notification rec'd from covidien (B)(4), via email: a female pt rec'd optiject 350 (ioversol) via automatic injector, to perform a scan of thorax, abdomen and pelvis, on (B)(6) 2012. During optiject injection, she experienced a moderate extravasation of less than 10 ml with local edema at injection site (forearm). The final outcome was unk.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.